Event description:
A young patient with developmental dysplasia of the hip underwent an elective osteotomy of his proximal femur with surgical dislocation and periacetabular osteotomy with doctor in the operating room. During the procedure, a k wire broke off in the patient's femur and the surgeon made a decision to leave it in place.